Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Patient and the coronary angiography procedure outcome are unknown as the customer did not want to provide this information. Based on the information provided by the customer, the foot switch was defective. Replacement of foot switch was required. The customer did not request philips for service regarding this event. Therefore, no additional investigation or corrective action was possible or has been provided by philips. There is no further information regarding the defective part and resolution. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Patient and the coronary angiography procedure outcome are unknown as the customer did not want to provide this information. Based on the information provided by the customer, the foot switch was defective. Replacement of foot switch was required. The customer did not request philips for service regarding this event. Therefore, no additional investigation or corrective action was possible or has been provided by philips. There is no further information regarding the defective part and resolution. The codes were updated based on the investigation outcome. The manufacture date, serial number, product UDI, and the reporting address line 1 have been updated.